Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons on the insulin pump were unresponsive. Customer's blood glucose level was unknown. Advised insulin pump would be replaced.

Manufacturer narrative:
The pump was received with no button response due to a flattened up button dome switch. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.